Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable investigation result of stent partially deployed. Block h11: an ultraflex esophageal ng distal release covered stent was received for analysis. Visual inspection revealed that the stent was partially deployed, with no damage noted on the device. Product analysis confirmed the reported event of the stent failing to deploy, as the stent was returned partially deployed. The investigation concluded that the reported event and observed failure were most likely due to procedural factors encountered during the procedure. These may include lesion characteristics, handling of the device, the technique used by the physician, and/or the amount of force applied to the device during deployment. Therefore, a review and analysis of all available information indicate that the most probable cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng distal release covered stent was to be implanted in the esophagus to treat an esophageal stenosis during a stent placement procedure performed on (B)(6) 2024. During the procedure, the stent could not be deployed. The procedure was completed using another device of the same model. No patient complications were reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: this complaint has been deemed MDR-reportable based on the investigation results, which revealed that the ultraflex esophageal stent was partially deployed. Please see block h11 for the full investigation details.